Event description:
It is reported that the device was implanted in 2007, and revised in 2009, due to breakage of the joint stem and body.

Manufacturer narrative:
Evaluation summary: the stem fractured at the junction with the proximal body component after 21 months in vivo. Sem analysis indicates that the fracture likely occurred due to fretting fatigue. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. The pt info provided that weight may have been a contributing factor. The returned x-rays show that the implant was possibly seated proud and had very limited proximal support. This was likely the main contributor to the stem fracture. Evaluation: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.